Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When a nurse attempted to load a clip to the applier during a surgery he/she felt something wrong. Checking the tip of the jaws he/she found that the half part of the clip was missing. Therefore, a new unit was used instead. It is unknown which part of the clip was missing at present.

Event description:
When a nurse attempted to load a clip to the applier during a surgery he/she felt something wrong. Checking the tip of the jaws he/she found that the half part of the clip was missing. Therefore, a new unit was used instead. It is unknown which part of the clip was missing at present.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73c2000158 was manufactured on 03/10/2020 a total of (B)(4) pieces. Lot was released on 03/24/2020. DHR investigation did not show issues related to complaint. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.